Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally, scope communication error b30 and white residue in air water channel was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that blank screen was due to the scope communication error b30 and the cause of the white residue in the air water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope presented blank screen. The event was found during a colonoscopy procedure and was completed with a similar device. There were no reports of patient harm.